Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were prompted to reset the insulin pump. Customer also reported the settings were erased on the insulin pump. Customer reported storing the insulin pump for over a year and recently resuming insulin pump therapy. Customer's blood glucose was 49 mg/dl. The customer reported their low blood glucose was caused by too much insulin. Customer stated they restored their settings during the phone call. The customer was advised to monitor the insulin pump. The customer declined to return the insulin pump for analysis.